Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had ventricular tachycardia mode set to a value other than monitor+therapy. Additional information indicated that the patient underwent a procedure and the device was intentionally turned off; however, the device inadvertently remained off post procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.